Manufacturer narrative:
(B)(4). Visual analysis found residues at the wires of the basket indicating use and handling of the device. The working length was kinked at the proximal end. The basket was extended when received. During functional inspection, the thumb wheel moved freely in both directions but the basket did not move. Device was disassembled and found pull wire had been broken at its proximal end. The broken end was inspected and evidence of bending was observed. Based on all available information, it is most likely that procedural or preparation factors encountered could have affected the device performance and its integrity. Handling and manipulation of the device can lead to the device kinking. The pull wire breaking could have been due to the force applied to the handle to rotate the basket, as the broken end of the pull wire had evidence of bending indicating that the device was submitted to bending forces. This failure could have affected the device's ability to open or close the basket properly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was to be used in the kidney during a flexible ureteroscope lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during preparation, the basket failed to open. Another optiflex basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. The investigation results revealed the pull wire was detached/separated; therefore, this is now an MDR reportable event.